Event description:
According to the reporter, after procedure, a burn appeared on the patient's scrotum. Every precaution was taken during the procedure to avoid any complications. The procedure was carried out in two cycles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b1, b2, b5, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after procedure, a third degree burn approximately one centimeter appeared on the patient's scrotum. Every precaution was taken during the procedure to avoid any complications. Treatment performed by the hospital nursing team. The procedure was carried out in two cycles. The plate temperature was normal to the touch by hand and no burns were observed at the site at the time of removal.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection of the photos noted a section of the customer's scrotum. There appeared to be a burn on the scrotum. Red discoloration and an indentation was also noted on a section of the patient's leg near the effected tissue. The device used in the procedure was not shown. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that after procedure, a third degree burn approximately one centimeter appeared on the patient's scrotum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after procedure, a burn approximately one centimeter appeared on the patient's scrotum. Every precaution was taken during the procedure to avoid any complications. Treatment was performed by the hospital nursing team. The procedure was carried out in two cycles. The plate temperature was normal to the touch by hand and no burns were observed at the site at the time of removal.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after procedure, a third-degree burn approximately one centimeter appeared on the patient's scrotum. Every precaution was taken during the procedure to avoid any complications. Treatment performed by the hospital nursing team. A procedure was carried out by the nursing staff, initially cleaning with saline solution and application of gel and adaptic. Debridement of the necrotic part was also carried out and the dressing was changed daily. The procedure was carried out in two cycles. The plate temperature was normal to the touch by hand and no burns were observed at the site at the time of removal.